Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code , type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the issue. The fse found dust in the device and claimed that the due to the amount of dust the device overheated causing the display to not turn on. The fse replaced the pwr sply/chrgr w/o ext dc and the device passed functional and safety tests and returned to normal use.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) was displaying a blank screen and the pump was making no sound. There was patient involvement but no adverse harm or serious injury.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had blank screen. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code). Additional email: (B)(6).